Manufacturer narrative:
Information references the main component of the system. Other relevant device is:vamc4242c100te, serial no. (B)(4) use by date: (B)(6) 2016, upn: (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aorta. However, it was reported that, approximately 18 months post implant the patient died. Although no further info is available concerning the death and circumstances of the death, it was reported that the patient death was assessed by the investigator to be not device/procedure related. No additional clinical sequelae were reported.